Manufacturer narrative:
Parts have been discarded therefore cannot be returned to manufacturer for identification and investigation. No review of manufacturing records for complained parts is therefore possible. The manufacturer will provide a final report as soon as the investigation is completed.

Event description:
Revision surgery was performed on (B)(6) 2025 due to failed rotator cuff. Surgeon performed a conversion from primary to reverse shoulder, implanting smr tt hybrid reverse baseplate (pn 1379.15.160) and smr glenosphere eccentrical dia 36mm (pn 1376.09.031). Previous surgery is unknown, as well as the information of original anatomic components that have been explanted and substituted. Patient is female, date of birth on (B)(6) 1947. The event occurred in the unites states.